Event description:
Technician alleged that the head hi/low is drifting down slowly. No pt impact.

Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve and hi/low valve to resolve the issue.